Event description:
The international distributor reported the ventilator went vent inop and alarmed due to a flow sensor failure. The customer reported the device was in use on a patient and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The distributor requested replacement of the sensor, cpu and analog pcb boards to address the reported problem.

Manufacturer narrative:
Parts requested for analysis; not yet received.